Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indicated that the device was not functioning after multiple surgeries in the past 18 months. The device would not be linked after multiple charging attempts. Visual, x-ray, and borescope inspections were conducted and found no anomalies. The root cause of the device malfunction was not determined as it was required to have only non-destructive tests.

Event description:
A report was received that the patient was experiencing shocking and burning sensation at the ipg site. It was also mentioned that ipg would not link to the remote control and would not charge after multiple surgeries. The patient underwent an ipg replacement procedure.